Manufacturer narrative:
(B)(4)

Event description:
Ventricular noise oversensing causing pacing inhibition occurred: ¿ on (B)(6) 2018, the patient had syncope but did not visit the hospital this day. ¿ on (B)(6) 2018, the patient visited the hospital for a regular pacemaker check. No abnormalities were noticed; however, after the pacemaker check, the patient had a syncope and fell down again. ¿ on (B)(6) 2018, the patient started using a holter monitor, which revealed on the next day that there had been an occurrence where the patient had a cardiac arrest for seven seconds due to ventricular pacing failure. The patient was therefore hospitalized. ¿ a pacemaker check on (B)(6) 2018 revealed no abnormalities, even when performing provocative maneuvers. However, an external pacing system was applied in case another pacing failure occurred. ¿ patient files from (B)(6) 2018 revealed that inhibition of ventricular pacing had occurred resulting from ventricular oversensing. The ventricular egm of the ventricular burst episodes were showing waveforms that were suggestive of damage to the lead or lead connection failure. ¿ on (B)(6) 2018, a replacement procedure was performed. When a lead pull test was performed prior to loosening of the ventricular set-screw of the device, the ventricular lead was not disconnected from the ventricular port. There was no blood infiltration inside the ventricular port. ¿ the ventricular lead was then disconnected from the device and tested by a pacing system analyzer. No abnormal lead measurements were shown; the ventricular lead impedance was around 550 ohms and the ventricular threshold 0.6 v/0.4 ms. Despite the normal ventricular lead measurements, considering the aforementioned characteristics of the waveforms shown in the v burst episodes in the patient data dated (B)(6) 2018, the use of the ventricular lead was discontinued as it might have been damaged. The ventricular lead was abandoned inside the patient¿s body with a cap and a new ventricular lead was implanted. ¿ although no pacemaker issue had been suspected or the battery had not depleted yet, the use of the reply dr was also discontinued since it had been implanted for more than 6 years. After a new pacemaker was connected to the existing atrial lead and new ventricular lead, the replacement procedure was completed.

Event description:
Ventricular noise oversensing causing pacing inhibition occurred: on (B)(6) 2018, the patient had syncope but did not visit the hospital this day. On (B)(6) 2018, the patient visited the hospital for a regular pacemaker check. No abnormalities were noticed; however, after the pacemaker check, the patient had a syncope and fell down again. On (B)(6) 2018, the patient started using a holter monitor, which revealed on the next day that there had been an occurrence where the patient had a cardiac arrest for seven seconds due to ventricular pacing failure. The patient was therefore hospitalized. A pacemaker check on 06 apr 2018 revealed no abnormalities, even when performing provocative maneuvers. However, an external pacing system was applied in case another pacing failure occurred. Patient files from (B)(6) 2018 revealed that inhibition of ventricular pacing had occurred resulting from ventricular oversensing. The ventricular egm of the ventricular burst episodes were showing waveforms that were suggestive of damage to the lead or lead connection failure. On (B)(6) 2018, a replacement procedure was performed. When a lead pull test was performed prior to loosening of the ventricular set-screw of the device, the ventricular lead was not disconnected from the ventricular port. There was no blood infiltration inside the ventricular port. The ventricular lead was then disconnected from the device and tested by a pacing system analyzer. No abnormal lead measurements were shown; the ventricular lead impedance was around 550 ohms and the ventricular threshold 0.6 v/0.4 ms. Despite the normal ventricular lead measurements, considering the aforementioned characteristics of the waveforms shown in the v burst episodes in the patient data dated (B)(6) 2018, the use of the ventricular lead was discontinued as it might have been damaged. The ventricular lead was abandoned inside the patient¿s body with a cap and a new ventricular lead was implanted. Although no pacemaker issue had been suspected or the battery had not depleted yet, the use of the reply dr was also discontinued since it had been implanted for more than 6 years. After a new pacemaker was connected to the existing atrial lead and new ventricular lead, the replacement procedure was completed.

Manufacturer narrative:
The preliminary analysis suggests that the reported noise oversensing was due to a lead issue.

Event description:
Ventricular noise oversensing causing pacing inhibition occurred: on (B)(6) 2018, the patient had syncope but did not visit the hospital this day. On (B)(6) 2018, the patient visited the hospital for a regular pacemaker check. No abnormalities were noticed; however, after the pacemaker check, the patient had a syncope and fell down again. On (B)(6) 2018, the patient started using a holter monitor, which revealed on the next day that there had been an occurrence where the patient had a cardiac arrest for seven seconds due to ventricular pacing failure. The patient was therefore hospitalized. A pacemaker check on (B)(6) 2018 revealed no abnormalities, even when performing provocative maneuvers. However, an external pacing system was applied in case another pacing failure occurred. Patient files from (B)(6) 2018 revealed that inhibition of ventricular pacing had occurred resulting from ventricular oversensing. The ventricular egm of the ventricular burst episodes were showing waveforms that were suggestive of damage to the lead or lead connection failure. On (B)(6) 2018, a replacement procedure was performed. When a lead pull test was performed prior to loosening of the ventricular set-screw of the device, the ventricular lead was not disconnected from the ventricular port. There was no blood infiltration inside the ventricular port. The ventricular lead was then disconnected from the device and tested by a pacing system analyzer. No abnormal lead measurements were shown; the ventricular lead impedance was around 550 ohms and the ventricular threshold 0.6 v/0.4 ms. Despite the normal ventricular lead measurements, considering the aforementioned characteristics of the waveforms shown in the v burst episodes in the patient data dated (B)(6) 2018, the use of the ventricular lead was discontinued as it might have been damaged. The ventricular lead was abandoned inside the patient¿s body with a cap and a new ventricular lead was implanted. Although no pacemaker issue had been suspected or the battery had not depleted yet, the use of the reply dr was also discontinued since it had been implanted for more than 6 years. After a new pacemaker was connected to the existing atrial lead and new ventricular lead, the replacement procedure was completed.